Manufacturer narrative:
Evaluation results: (B)(4) 2011: colored water was introduced through the balloon lumen and it is noted that there is delamination of the distal balloon bond. Water was introduced through the infusion and pressure lumens and the water flows from where it should. Visually there is a kink in the bellows. The contamination guard was cut off of the device to expose the shaft. There is a sharp kink just past the proximal strain relief. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A device history record review was performed for lot number 763128 and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. A corrective action was generated to determine root cause of the distal balloon bond delamination as is applicable to this event.

Event description:
It was reported that the endoplege balloon burst after insertion when there has been no manipulation during the insertion..